Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that a couple of months ago, the patient began to experience some onset of dementia. It was stated that the patient took a three hour test and failed; it is unknown what test the patient took. The patient saw her health care provider (hcp) and it was stated that they think leaving the implantable neurostimulator (ins) in is causing the problem. The patient was redirected back to the hcp.

Event description:
Follow-up was received from healthcare provider who stated that the onset of dementia was not related to the patient's implantable neurostimulator device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.